Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse determined that the wheels were damaged. At this time, the customer has not requested for getinge to repair the unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
It was reported that during startup, the cs100 intra-aortic balloon pump (iabp) display is flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations completed initial reporter name and address: (tel. #) (B)(6).